Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 60 stapler instrument involved with this complaint; however, failure analysis evaluation has not yet been completed as of the date of this report. An advanced stapler log review shows the sureform 60 stapler instrument was installed on the system 5 times and fired 5 reloads (1 green, followed by 4 blue). On install 1, the first clamp was aborted by the user about halfway to completion. The next 3 clamp attempts were successful, and the firing was completed with 1 pause for compression. On install 2, the first clamp was successful, and the firing was completed with 2-3 pauses for compression. On installs 3 and 5, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 4, the first clamp was successful, and the firing was completed with 0-1 pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the system logs. The customer stated the issue occurred on the white and blue sureform 60 reloads. However, the logs show white sureform 60 reloads were not used in this procedure and further clarification has not been received on how many of the 5 reloads used in this procedure (4 blue, 1 green) bled.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy, the "cartridges" were not working properly, and the entire staple line is still bleeding after use. The procedure was completed robotically. Through follow up with the surgeon and the site's robotics coordinator (roco), it was learned that the surgeon had the same issue while using white and blue sureform 60 reloads with a sureform 60 stapler instrument. The surgeon had to use 5 endoclips to achieve hemostasis. Per the surgeon, most of the staples appeared to have completely formed; however, some were noted to be "deranged." Buttressing material was used, and most of the bleeding occurred from the unbuttressed portion of the staple line or on the small bowel when using the white sureform 60 reloads. The estimated blood loss associated with the event was not provided.

Manufacturer narrative:
Additional information: the sureform 60 instrument used in the procedure was returned for failure analysis (fa), but fa did not replicate nor confirm the customer reported complaint. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. When tested in-house, the instrument initialized, clamped, fired, and unclamped without any issues. It passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips opened and closed properly. In testing, the instrument fired successfully using a green 60 reload and a blue 60 reload. The cut-lines appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.